Manufacturer narrative:
H3: three pictures of the portex tube blue line ultra (blu) were received for evaluation. It could be observed from the picture that the tube was partially detached from the connector. One sample of the product p/n 100/860/090 with lot number reported as unknown was received in used condition without its original packaging. The sample was visually inspected, at a distance of 12" to 16" and normal conditions of illumination. It was observed that the connector of the suction line partial detached from the tube. Relevant documents were reviewed and deemed adequate and correct with respect to testing and inspection activities. The reported "crack found between the connection and suction tube during decontamination" issue was confirmed. The most probable cause of the issue was that the product became damaged after the product left the manufacturing facility. The cause of the issue was attributed to the user.

Manufacturer narrative:
Event date - only the month and year are known - (B)(6) 2019. Device evaluation in progress.

Event description:
It was reported that during the use of the product, the customer found a crack in the part where the connector and the suction line were connected. It did not allow them to perform a suction. No patient injury or complications were reported in relation to this event.